Event description:
It was reported that the device experienced a por (power on reset) due to a critical ram (random access memory) parity error. The reset was cleared by virtue of interrogation and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: analysis of the device memory indicated a power on reset occurred, along with an electrical reset alert.